Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beeping anomaly and blank display. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, customer had bump into a wall and cause the pump to start beeping and customer had remove the battery and it had continue to beep. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was not able to perform self test. The device is expected to be returned for analysis.